Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.\(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy due to sui and dropped bladder. It was reported that she experienced infection and urinary recurrence.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat cystocele, rectocele, uterine prolapse and mesh was implanted. It was reported that the patient had a concurrent procedure of a bilateral uterosacral ligament suspension, anterior colporrhaphy with plication and prosima mesh, posterior colporrhaphy with mesh, bilateral sacrospinous ligament suspension fixation, perineorrhaphy and cystoscopy performed during mesh implantation.